Event description:
It was reported that during equipment testing conducted at the user facility, the device was found to be running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was found to be running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician noted a corroded motor assembly. According to a review of the risk documents, the device can run without user activation if the motor assembly is corroded. Therefore, it is likely the reported event was being caused by the corroded motor assembly.

Manufacturer narrative:
Device evaluation in progress.